Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low", however, a specific blood glucose (bg) value was not provided. Customer consumed juice to address low bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.